Manufacturer narrative:
H3: one device was returned for repair in used condition. Previous repair is not attributed to the current complaint alleged. There was no observable damage to device. Device powered up with error code 45169 and reported problem was verified. The most probable cause malfunctioning printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had an error code 45169 indicating a latch lock issue. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.